Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/25/2020.

Manufacturer narrative:
Product complaint # (B)(4). The following additional information was requested and the following was provided: follow up device return status? When we send the sample to you, we will let you know its return date and tracking number. What is the lot number of the reservoir? The lot number is unknown. Did the reservoir come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? No further information is available. Where exactly was leakage detected? There was a possibility that air leakage occurred from the exit plug. Was any issue noticed with reservoir component (exit port/plug/cap) that may have caused the leakage?if yes, what? No further information is available. Was the exit port plug/cap loose from the beginning of use? No further information is available. Was the reservoir replaced to complete the case? No further information is available. How was case completed? No further information is available. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown plastic surgery on (B)(6) 2019 and a reservoir was connected to a drain. After the procedure, there was a possibility that air leakage from the exit plug during use in the ward. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: sample received and was evaluated and no damage/broken components that could related to the defect reported by the customer could be observed. Sample was found in good condition. Plate was activated and de-activated several times without any issues. Reservoir didn't present any damage or tears on the front or the back side. Plate was activated, port closed, and the swelled reservoir was pressed to verify if there could be any visible leak. No leak could be identified. Perimeter and port seal were verified, it was verified sample didn't present any damage, channels, or incomplete seal that could generate a leak on the sample. Plate was locked, and ports were closed, then plate was activated to verify if air could get inside the reservoir. After 10 minutes the reservoir maintained the same condition confirming there is no damage on the perimeter or the port seal. Exit port was visually inspected and it was found in good condition.. Based on the present analysis, it is determined that the reported complaint is not related to manufacturer's process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer.